Event description:
A nurse reported that during surgery, an IV pole would not move up or down. A second system was used to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system, verified that the IV pole would not move up and down, and replaced the IV pole assembly. The system was then tested and met all product specifications. The IV pole assembly was returned and a visual assessment of the returned sample showed no nonconformities. The IV pole assembly was tested and passed all testing. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause is unk. (B)(4).